Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The sheath valve was displaced. After the vizigo was inserted into the patient¿s body from right inguinal region, reverse blood was confirmed from the insertion port of the sheath. The vizigo was removed from the patient¿s body, it was confirmed that the hemostatic valve had come off. The physician who performed the procedure said, "when the dilator was inserted into vizigo, there was no strange feeling at the time of insertion, and it was as usual." The sheath was replaced and the procedure was continued and completed without any problem. There was no dropout of the hemostatic valve, and no back bleeding. The hemostatic valve fell into the hub. The hemostatic valve itself was not cracked. After the sheath was changed, no problems with the hemostatic valve dropping out, etc. And no reverse bleeding. This issue was related with the hemostatic valve. The valve was dropped into the hub. The valve itself was not broken. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 26-aug-2022, the product investigation was completed. Device evaluation details: visual analysis revealed that the hemostatic valve was dislodged inside the hub component. However, no damage was observed on the dilator. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off-axis angle of insertion. Valve dislodgement occurs when extreme off-axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide) a device history record was performed for finished device number 00001920, and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
On 22-jul-2022, bwi received additional information indicating that current leakage did not occur. On 29-jul-2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).